Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay corrected information, as the investigation summary was erroneously left out of the previous report. The following sections were updated/corrected: b4, h2, h10. No product was returned for investigation. Two intraoperative pictures were provided that shows the stem and some instruments. However, due to the low quality of the image, no assessment on the stem can be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A radiograph was provided and reviewed by a radiologist. Single annotated ap view of the left hip demonstrates a left total hip arthroplasty with acetabular reconstruction and possible cement fixation of the acetabular cup. Possible asymmetric position of the femoral head within the acetabular cup. Radiolucency surrounding the proximal femoral component. Possible evidence of subsidence of the femoral component. Bony remodeling of the medial wall of the acetabulum. Size of the implant is appropriate. Possible subsidence of the femoral component and polyethylene wear of the acetabular cup. Osteopenia. With the available information, a definitive root cause could not be determined. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision approximately 15 years post implantation due to unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(6). G2: report source australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: -mdr347653 -mdr347651 -mdr347655.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent a revision approximately 15 years post implantation due to pain and subsidence over time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.